Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a sharp rise in impedance and a fracture was diagnosed. The rv lead seemed to fracture due to tension at the connection site to the ipg. The rv lead was reprogrammed to inactivate and remains in patient. The ipg remains in use. The patient was deemed for clinical monitoring going forward. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg was explanted and replaced. It was also noted that there was no malfunction of the ipg. It was noted that the rv lead exhibited rise in pacing thresholds.